Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/26/2018 that on (B)(6) 2018 the patient experienced "enter 4 digit code" on g6 after sensor had been in use for 4 days. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be counts aberration.